Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent anl4-s1 fusion using rhbmp-2/acs.the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnosis: degenerative spondylosis with biomechanical back pain, l4-5 and l5-s1. Degenerative disk disease, l4-5 and l5-s1. Patient underwent the following procedures: right l4-5 and l5-s1 posterolateral spinal fusion using auto graft and bmp on the left. Left sided far lateral facetectomy with translateral interbody fusion and complete diskectomy l4-5 and l5-s1 on the right. Anterior interbody fusion using interbody spacers, bmp sponges and autograft l4-5 and l5-s1 from right. Minimally invasive transpedicular fixation l4 through s1 using "plif" system. Intraoperative use of operating microscope for microdissection, high speed drill, intraoperative ssep and emg monitoring and fluoroscopy x2 for intraoperative positioning, level identification, screw placement and interpretation. As per-op notes: pedicles of l4, l5 and s1 were identified, incision was made on lateral edges of these. Expandable tube was putted in, facet disruption was performed and then small amount of auto graft and bmp sponges were placed into each facet. At l4-5 and l5-s1 end plates were prepared, end plate spacers were placed packed with autograft bmp sponges. Same procedure was performed on the right placing the screws percutaneously. In l4-5 disk space while preparing end plates a large amount of blood welled up in the wound, but it stopped after 4 minutes. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.